Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the implantable cardioverter defibrillator exhibiting over-sensing. Review of the electromyogram revealed low level, high frequency noise that caused pacing inhibition. Myopotential over-sensing was suspected. Programming changes were recommended and the patient was registered for remote monitoring on merlin.net.